Event description:
Procedure type: inguinal hernia repair. According to the reporter: the needle tip come off during the case. In the middle of the procedure, the surgeon grabbed the suture and the tip came off. The tip fell into the pt cavity. The extreme tip of the needle was not able to be found. The surgeon used another suture to complete the procedure. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss.

Manufacturer narrative:
(B)(4).